Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Inspection of the returned sensor panel found loose screws inside the unit. The outside edges of the panel had gouges, indicating that the panel had received impact. Internal inspection indicated that the sensor was subjected to sufficient g-forces to impact and cut the rubber shock absorbers in the bottom of the sensor. The sensor glass was cracked and broken. Analysis of the sensor unit indicated that the reported error was caused by loose screws. The unit was repaired for the loose screw issue. Calibration and self tests were performed. All functions were checked and met specs. MFR cross-reference # (B)(4).

Event description:
The customer reported that there was an intermittent problem with no images. For this event, an error code also displayed.